Manufacturer narrative:
The user guide states ¿humalog® or novolog® . Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer alleged the pump was stopping insulin delivery without user interaction. No reported adverse impact the customer's blood glucose. Reportedly, the customer was using off-label insulin in the cartridges and tandem technical support (cts) reminded the customer to use labeled insulin. The customer reverted to manual injections. Multiple attempts were made by cts to troubleshoot with the customer however, the customer did not respond.